Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant products: unknown maxim patella lot unknown; unknown maxim femoral lot unknown; unknown maxim tibial tray lot unknown. Reported event was unable to be confirmed due to limited information received from the reporter; product identification (part number / lot number) of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a revision due to posterior instability. It was also indicated that patient had an overstuffed patella, however it was stated this issue is not related to the current medical intervention.

Manufacturer narrative:
Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
It was reported that patient underwent a revision due to posterior instability. It was also indicated that patient had an overstuffed patella, which was not related to an implant issue.